Event description:
A hospital in (B)(6) reported via our distributor that an rt134 adult breathing circuit did not pass the ventilator leak test. The hospital further reported that there was a "pin hole" on the dry line tube.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a hole on the dryline approximately 15.5cm away from the connector. A lot check revealed one other complaint of this nature for this lot number. Conclusion: it was identified that the damage to the rt134 dryline could have been caused during the manufacturing process. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. Our user instuctions that accompany this device states the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" - "set appropriate ventilator alarms." (B)(4).